Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01691. 3005168196-2017-01693. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the shunt route (between the splenic vein and the renal vein) using penumbra coils 400 (pc400s), a px slim delivery microcatheter (px slim) and penumbra coil detachment handles (handles). During the procedure, while attempting to advance a pc400 through the px slim, the physician experienced resistance after advancing the pc400 30 centimeters into the px slim; therefore, it was removed. The physician then flushed the px slim and re-attempted to advance the pc400; however, resistance was encountered again and therefore, the coil was removed. After that, the physician opened a new pc400, advanced it into the target vessel and attempted to detach it using a handle; however, the pc400 failed to detach. Therefore, the physician manually broke the pc400 pusher assembly and manually detached the coil. The procedure was completed using additional pc400s, the same px slim and a new handle without further issues. There was no report of an adverse effect to the patient.